Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as a battery alert was triggered. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected; therefore, device replacement was recommended and scheduled. At this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as a battery alert was triggered. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected; therefore, device replacement was recommended and scheduled. At this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. Additional information was received indicating that this device was later explanted and replaced. No additional adverse patient effects were reported. The facility decided not to return the device for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as a battery alert was triggered. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected; therefore, device replacement was recommended and scheduled. At this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as a battery alert was triggered. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected; therefore, device replacement was recommended and scheduled. At this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. Additional information was received indicating that this device was later explanted and replaced. No additional adverse patient effects were reported.